Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter and tubing could not properly connect due to the missing mating component, causing leakage around the connection. The following information was provided by the initial reporter: "when the rn tried to attach the extension tubing to the IV catheter there was leaking around the point where the catheter and tubing connect. This rn tried several times to properly attach the tubing to the catheter. Upon closer inspection this rn saw that there was an area of the catheter that was missing which kept the catheter and tubing from properly connecting. This rn had to remove the IV catheter. The next IV catheter that was used was inspected before use and the 2nd IV was placed and the tubing was attached. Infusion proceeded as usual."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter and tubing could not properly connect due to the missing mating component, causing leakage around the connection. The following information was provided by the initial reporter: "when the rn tried to attach the extension tubing to the IV catheter there was leaking around the point where the catheter and tubing connect. This rn tried several times to properly attach the tubing to the catheter. Upon closer inspection this rn saw that there was an area of the catheter that was missing which kept the catheter and tubing from properly connecting. This rn had to remove the IV catheter. The next IV catheter that was used was inspected before use and the 2nd IV was placed and the tubing was attached. Infusion proceeded as usual."